Manufacturer narrative:
There is no evidence that the pump experienced a malfunction or failure. A total of 2 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The cause of the low bg could not be determined based on the review conducted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Low bg cause was not known. Customer had assistance from spouse to consume food to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.